Manufacturer narrative:
A e-mail letter was sent to customer, on (B)(6) 2013 requesting more information, but the customer never replied back with the information. According to maquet service representative the customer never requested service, thus the information requested could not be obtained. Customer is still using the pump. (B)(4)

Event description:
The customer reported that while the iabp was in use on a patient, the patient condition went worst and was no visible pressure or ECG trigger and the iabp stopped. The customer clinical staff placed the iabp on "semi auto" mode and continued the therapy with internal trigger... No patient injury was reported.